Event description:
Dome detached during traction removal. Detached portion was removed endoscopically. Indwelling period was 180 days, lubricant was not applied before removal. Depth of stoma is about 3 cm. Vinegar (diluted by 10%) was used for maintenance. Administration: teprenone, fudosteine, clariththromycin, furosemide. Magnesium ixide, sennoside, tec. Water was injected before ad after administration.

Manufacturer narrative:
The complaint of retention dome breakage is confirmed. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. The complainant indicates the complaint sample had been in place for approx 180 days prior to the complaint incident. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the mfg process.